Manufacturer narrative:
The company representative replaced the power supply and the rocker switch. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the display went blank and the unit stopped working. They tried to recycle power to the unit, but the system did not respond. The pt was switched to another unit and therapy was continued. No pt injury was reported.